Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular lead. The lead was not used and replaced during the procedure. There were no patient consequences.